Event description:
Home patient (hp) contacted baxter's technical service center (tsc) requesting assistance in ending treatment early during hp's automated peritoneal dialysis (apd) therapy with a homechoice machine. Reportedly, during treatment hp accidentally wheeled over the patient line of the homechoice set with the pt's wheel chair causing it to become cut in half. Tsc assisted hp in ending treatment early and advised hp set up with new supplies to complete the hp's apd therapy. No patient injury or medical intervention was associated with this incident per hp's family member.